Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous as severely calcified second right posterolateral segment. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated twice at 6atm and 8atm accordingly within 20 seconds each. However, at second inflation, it was noted that the balloon ruptured. The device was removed using the normal method without any problem. The procedure was completed with a different device. No complications were reported, and patient was good post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was returned in a deflated state. Solidified blood was visible inside the balloon material. A microscopic examination of the balloon material identified a 1mm hole in the balloon mid-section. An examination of the markerbands identified no issues which could potentially have contributed to this complaint. All blades were intact within their pads and fully bonded to the balloon material. A visual and tactile examination identified no issues. A visual and tactile examination on shaft polymer extrusion identified no issues. The markerbands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous as severely calcified second right posterolateral segment. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated twice at 6atm and 8atm accordingly within 20 seconds each. However, at second inflation, it was noted that the balloon ruptured. The device was removed using the normal method without any problem. The procedure was completed with a different device. No complications were reported, and patient was good post procedure.